Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the potassium (k+) was very low prior to in-vivo calibration. The monitor would read 1 or 2 for the k+ value. Per the perfusionist, k+ was 1.7 before prime, then k+ was 3.5 after priming. The device was not changed out, as the customer uses an I-stat and recalibrates the bpm to I-stat. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
This complaint is related to MDR #1828100-2014-00120. The customer mentioned this to the MFR's marketing group during a conference; that this issue has been seen since the potting notice of field correction (nfc) was performed.